Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure "it¿s got a poor image" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: distorted image, fiber breakage and dents on distal frame and edge. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the customer reported complaint is distorted image. The definitive root cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope had a poor image. This occurred during reprocessing. There were no reports of patient involvement.